Manufacturer narrative:
Initially, lot 08191867 (pk papyrus us 4.0/15) was reported. The local staff later clarified that the actual complaint instrument is a pk papyrus us 2.5/15. No lot number was reported. Therefore, the production documentation of the last three pk papyrus us 2.5/15 lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Neither the complaint instrument nor the angiographic material was returned for analysis. Hence, no technical investigation on the subject could be performed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The pk papyrus us covered stent system was chosen for the treatment of a dissection in the lcx. While trying to place the device into the lcx the stent dislodged and was crushed to the vessel wall of the mid lmca.